Event description:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low circuit leak. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing. The device's sensor board was replaced to address the issue.